Event description:
It was reported that allegedly a femoral ivc filter would not completely advance to deployment through the catheter. The physician moved the filter almost to the distal end of the catheter, when it would go no further. He removed the filter and used a new one without incident or injury to the pt. The physician stated that to him, it looked as if the legs were partially deployed inside the catheter.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample was returned and the eval is currently underway.